Manufacturer narrative:
(B)(6).

Event description:
The actual residual volume (11) was greater than the expected residual volume (8). There was no medical or therapy problem for the patient. Additional information has been requested, a follow-up report will be sent if additional information becomes available.